Event description:
The pt's cochlear implant was surgically explanted and replaced, nine months postimplantation. Although integrity test results were consistent with normal function, the pt received only limited benefit from the device.